Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (con). The patient reported the pain pump was malfunctioning and that a healthcare professional told the patient to get the pump replaced. It was reported that the patient was scheduled for surgery on (B)(6) 2017 to remove the pump because it was putting them in danger. The patient reported they were not getting the meds they were supposed to and some days it felt like they were getting too much and "possible overdose." The patient had a dye study and afterwards they had severe pain and went into withdrawal. The patient reported they had to take meds for withdrawals and got a cautionary shot for the overdose. The patient reported the pump had put them in severe danger and caused so much pain and suffering. The patient had an explant the morning of (B)(6) 2017 and the patient wanted the pump but the surgery center would not give the pump to the patient. The patient would not allow the device to be returned to the manufacturer. No further complications were anticipated/reported.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient stated they had issues with their pump. The patient wanted to know the manufacturer's address so they could send a complaint letter. It was reported the patient did not want to discuss the issues. No further information was provided. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer and healthcare provider (hcp) reported the patient's pump had been malfunctioning since being implanted on 2015 (B)(6). The patient noted horrible recovery from initial surgery. It was noted it was a never ending process to get the medication regulated. The patient reported the pump had made their health worse and had greatly affected their mental health due to the ups and downs of trying to get the medication regulated. The patient was put back on oral medication to supplement the pump as it was not assisting with the pain. The patient's medications were changed twice as it was thought to be the medication causing the issues but that did not work. The patient was then put on fentanyl and another medication but was still not getting relief from the pump. The patient noted the only time they would get some type of relief is when they gave themselves a bolus which was 6 times a day but still not enough. It was noted the constant complaining about the pump not working affected the patient's mental and physical health as the patient had to relive the horrible pain. The patient stated they were looked at as a drug seeker and upset the patient and kept them in constant physical and emotional turmoil. The patient's friends and family were all telling the patient that they had changed. After a year and a half the patient gave up reserving some level of dignity and respect. The patient was getting a very high dose and the hcp noted they should be getting relief. The pump malfunctioning caused the patient extreme mental, physical, emotional, and financial damages. It was noted this had been going on for 2 years and basically ruined the patient's life. The patient noted they had not been able to work as a result of the ups and downs. It was noted the patient met with a manufacture's representative and afterwards was not only sick and in horrible pain but worried out of their mind. It was noted the patient suffered from rheumatoid arthritis and severe neuropathy which worsened as a result of the pump malfunction.